Event description:
A nurse reported that an intraocular lens (iol) was exchanged for the same model and power iol due to the patient reporting her vision was not good. In a follow up with the reporting facility, it was reported that the surgeon noted bubbles in the iol during an examination following the patient's report of her vision not being good. It was reported the patient's ucva was 20/25 and all symptoms had resolved following the exchange procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis; the reporter complaint could not be verified. The product was returned and damage was observed. Blood and solution was dried on the lens. Product history records were reviewed and all documents indicate the product met release criteria. Root cause: while we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 06/14/2011, 06/15/2011, and 06/27/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).